Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure without putting their implantable cardioverter defibrillator (ICD) into MRI mode prior. The ICD inappropriately went into backup operation with high voltage therapies disabled. Programming changes were made to reset the device. The patient had no adverse consequences due to the event.